Event description:
It was reported that the physician's handheld would not boot past the dell logo screen. Troubleshooting was performed by a company representative by performing a hard reset with the battery out of the handheld and ensuring the handheld was fully charged. The flashcard was fully inserted and there were no bent flashcard pins observed. The physician was provided a new programming tablet and the handheld and flashcard were received for analysis. Analysis of the handheld was completed on (B)(6) 2015. No software errors associated with the handheld operating system were identified during the analysis. During the analysis it was identified that the handheld would not power on using the ac adapter. The cause for the anomaly is associated with damaged leads associated with the handheld sync connector. Because of the damage, the handheld was unable to receive power from the ac adapter. The cause for the damage to the connector leads and solder connections is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. No other anomalies were identified. Analysis of the flashcard was completed on (B)(6) 2015. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.